Event description:
It was reported to vyaire medical that the avea ventilator had an obsolete part, and that the uim (user interface module) only turns on after pressing the vent power button several times. The customer confirmed that there is no patient associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.